Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue and damaged battery cap threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/17/2014-product analysis:the pump was returned and evaluated by product analysis on 07/09/2014 with the following findings:the complaint could not be duplicated with investigation. The pump¿s black box revealed no evidence of excessive battery usage. The battery compartment was found to be intact. There was evidence of moisture contamination on the underside of the battery cap. The battery cap was able to be properly secured. The pumps electric draws were found to be within specification. Leak testing revealed a display lens leak. There was no evidence of moisture within the pump¿s internal components.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.